Event description:
The customer reported that the hard drive did not initialize.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the hard drive. The system operates as intended.